Event description:
It was reported that the insulin pump alarmed, indicating signal too low and that the insulin pump experienced an unexpected restart. The blood glucose reading was 10.0 mmol/l. The caller stated that an infusion set change was performed and the insulin pump had been dropped by accident. The insulin pump would not allow access to anything, counted from 1 to 6, and then went blank. The caller was finished the rewind process and was able to reach the fill tubing process. The caller stated that the alarms did not recur during normal device use. The caller was advised to disconnect and remove the reservoir from the insulin pump. The insulin pump passed the self test, and the user was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.